Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, as the current pump was in warranty. The caller was advised on how to put the pump into storage before returning it and was informed about the steps to take upon receiving the replacement pump. The customer acknowledged understanding these instructions, and the replacement pump was sent.